Event description:
Customer reported a capsular tear occurred during a cataract surgery while using the catalys system. The patient, had a medical history of marfan syndrome. The physician attributed the displaced capsulotomy to the patient's medical condition. The "custom" centering method was employed during the capsulotomy. Despite the complication, the physician successfully completed the procedure by placing the intraocular lens in the sulcus.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the catalys system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacturer date was information was not accurate on the initial medwatch report. The following sections have been updated accordingly. Section h4. Device manufacture date: jan 26, 2016.